Manufacturer narrative:
A field service engineer (fse) was dispatched. During the service visit, the fse replaced the vacuum solenoid valve (p/n 472689) on reagent probe b which resolved the issue, no further leaking was observed. The fse also identified and replaced three reagent cartridges in the reagent carousel with diluted wash solution from the reagent probe leaked. A leaking reagent probe can impact any or all chemistries, including critical chemistries. The solenoid valve (p/n 472689) was received for investigation in brea on (B)(4) 2014. It was confirmed that this was an old revision ad. This valve was modified through CAPA 15574 which addressed improvements in reliability of the solenoid valve to prevent leaking. The improvements were incorporated on lots ad and higher. The manufacturer reference number for this event is (B)(4).

Event description:
A customer reported reagent probe b was leaking diluted wash solution fluid from their unicel dxc 660i pro instrument. The fluid was contained in the reagent carousel and no events of exposure or injury were reported. No erroneous patient results were generated or reported.